Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) need assistance for 8100 s/n (B)(4) is showing an error code 240.4150 and 242.4030 . I explain to (B)(6) that the error code 240.4150 is check IV set and I recommended to run the analog sensor test and verify the pressure transducer on the bottle side (upper stream) and patient side (lower stream) make sure that reading with dry set and wet set is about 2.3 v to about 2.8v , without any set is should be reading about 0.961v. I told tiffany if she is getting a reading of about 4.99 v or close to zero volts, that particular pressure transducer is defective and need to be replaced. Error code 242.4030 I suggested to tiffany to first ensure if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door ( if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical). Tiffany will go ahead and verify my suggestion on what to look for, unfortunately she was not able to access laptop with asm software so she can connect this pump module to 8015 at this time. She was thankful with my suggestions and will try it once she have access with laptop with asm software.